Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing: this showed the device met with specifications. The reported issue was not confirmed during testing. The device maintained temperature as expected. The fluid reservoir was found to leak so the reservoir cover was replaced.

Event description:
It was reported the device fluid flow stopped and the "over temperature" alarm occurred. No patient involved- issue found during testing.